Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "implant container (sterile) plastic box broken, outer box was fine. Caught by circulator."